Manufacturer narrative:
The implicated product is a port with pre-attached open-ended 9.6 fr. Catheter. The product received for evaluation is a port with pre-attached catheter of approx. 9.6 fr. The assembly measures 5.8 inches long. An indetermined number of needle puncture sites are visible in the port septum and multi-filament sutures are threaded through the silicone over-mold at 3 and 9 o'clock (viewing the port from above with the port stem pointing toward the examiner). Inferiorly, the top right quadrant of the silicone over-mold contains the imprint of both serrated and non-serrated surgical clamps or forceps. The distal tip of the catheter has a jagged, irregular edge and elliptical orifice. A lot history review reveals no mfg issues and no other complaints for this lot. Tactual exam of the catheter is remarkable for two rings angling across the longitudinal plane .5 inches from the catheter's distal tip. These may be the result of atraumatic clamps or sutures. Under 20x-40x magnification the distal tip edge is irregular with the outer diameter folded over itself at one point. Near the edge, the surface of the outer diameter is scaled and pitted which is highlighted using dyed water. The distal tip face is granular and rough. The combined damage at the distal tip, including the elliptical orifice, is evidence of a clavicle/first rib compression fracture. Using a microscopic micrometer, the cross-sectional axes are measured. The longest axis is .147 inches, the shortest axis is .108 inches. The average axis length for 9.6 fr. Tubing as established by the MFR is .125 inches. Patency is demonstrated by flushing and aspirating water through the assembly with a 12cc syringe. Occluding the catheter's distal tip, the port is hydraulically pressurized to pressures greater than 25psi. No leaks are found. The complaint of a catheter breaking away from the port is confirmed. It should be recorded as user-related. The characteristics found in this complaint sample are typical of a clavicle/first rib compression fracture, a complication associated with the medial placement of the catheter in the subclavian vein. The clavicle bone compresses the catheter tubing with a scissoring action against another hard, rough surface, the first rib, until the tubing fails. The severed end of the tubing is then free to travel with the blood flow toward the heart. This is a risk against which bard warns the user in its instructions for use.

Event description:
The port was placed 2/4/97. It was removed 2/27/97 because it broke away from the port. No other info is available.